Manufacturer narrative:
A ge service representative performed an on site investigation. The central processor board was replaced with a new single board computer kit and the software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported intermittently the system failed to boot up. No report of patient injury.